Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. On (B)(6) 2018, identified the subject had a qualifying condition as rutherford category 3. The target lesion was located in the left superficial femoral artery (sfa) with 100% stenosis, with a reference vessel diameter of 6 mm, a length of 70 mm, and was classified as a tasc ii c lesion. The lesion was treated with pre-dilatation using 6mmx8 mm balloon. Following this, a 6mmx80mm sterling pta balloon was used for treating the target lesion with 0% residual stenosis. Subsequent angiogram revealed antegrade flow restoration with a recoil stenosis in the mid sfa, which was treated with 6mmx100mm innova stent. Post dilatation was also performed using 6mmx80mm balloon which led to a grade c dissection and was treated with 6x120mm non-bsc stent. The subject was treated as an outpatient. On (B)(6) 2019, the subject presented with symptoms of walking induced cramps in the bilateral calves, especially at the uphill areas. On (B)(6) 2019, 320 days post index procedure, the subject was diagnosed with severe stenosis at the left distal sfa, occluded in-stent restenosis (>70%) at the left proximal and mid sfa. On (B)(6) 2019, lower extremity arterial ultrasound was performed that revealed an evidence of mild-moderate arterial disease bilaterally. On (B)(6) 2019, 412 days post index procedure, atherectomy angioplasty of left sfa (occluded proximal and mid stent distal native vessel) was performed. Left mid sfa (target lesion) was treated with 6mmx60mm self-expanding stent along with 6mmx220mm plain balloon angioplasty and left distal sfa (target lesion) with 6mmx150mm self-expanding stent. It was also noted that moderate stenosis at the left proximal popliteal artery (ppa) was also treated with 6mmx220mm plain balloon. Completion angiogram revealed 2 vessels run off via pt and peroneal. The subject was recommended to maintain acetyl salicylic acid 81 mg, xarelto 2.5 mg twice a day along with statin therapy and also advised on importance of exercise and daily walk. On (B)(6) 2019, the event was considered recovered/resolved.